Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 250 mg/dl (13.8 mmol/l) with associated symptoms of nausea, vomiting and difficulty waking. The patient was reportedly hospitalized and treated by health care professionals with intravenous glucose and intravenous fluids. The reporter alleged an inaccurate delivery issue with the pump. On troubleshooting by animas customer support, the bolus totals did not match. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with inaccurate delivery of insulin by the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed record of a user-cancelled bolus (175) on (B)(6) 2017 at 18:06. An ez-carb combination bolus was cancelled on (B)(6) 2017 at 12:18 due to a priming event at 13:32. A clearing basal warning occurred on (B)(6) 2017 at 00:20, basal deliveries resumed on (B)(6) 2017 at 10:20. A power on reset occurred three minutes later at 10:23 and deliveries were not resumed afterward. The delivered boluses were calculated for dates (B)(6) 2017; the delivered boluses on each day correctly matched the total daily doses amounts in the bolus history. The pump was exercised for 24 hours without issue. All the programmed amounts were delivered and were correctly reflected in the pump histories. The total daily doses added up to correctly reflect the programmed basal rate. The pump passed accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).